Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 120-170mg/dl fasting. Verified the strips expire 1/17/2019. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 86mg/dl and 95mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of lo on (B)(6) 2016 at 10:31 pm. The customer stated that has not made any recent changes in diet, exercise regimen, or medication.